Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and one video was provided for evaluation. Upon visual inspection of the video, the hub of the needle was confirmed to be disconnected from the needle. Per the statement from the supplier, based on this investigation and without the actual failed sample true root cause could not be determined and the supplier considered this an isolated issue. As a preventative measure, a review of this complaint has been conducted with all operators of the supplier. The supplier will continue to monitor the process for this condition. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available.

Event description:
According to the customer: anesthesia reported a needle breaking during a procedure on (B)(6) 2024. Reportedly a new tray was opened with no incident. No patient complications were reported as a result of this event. Reported event occurred in preparation/before use.